Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial/lot# (B)(4), ubd 2016-09-23, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 07-feb-2019. It was reported that a dye study was done and they were unable to aspirate the catheter. The patientwould be referred to another physician for a possible catheter revision. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen does and concentration not reported via an implantable pump. The indications for use were intractable spasticity and post spinal cord injury. On (B)(6) 2019 the healthcare provider reported that over time they have had to increase the patient¿s daily dose which was not normal for the patient. Upon the last refill they found that what they pulled out of the pump reservoir did not match what the 8840 clinician programmer said. The reporter had asked the healthcare what the difference was and she could not remember but stated it was substantial. The patient was having a dye study done today. The healthcare provider was wanting to see if there was a kink in the catheter with a dye study. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. Additional information received the same day reported that the patient cancelled their dye study for unknown reason. It would be rescheduled in a few weeks. No further complications were reported or anticipated.